Event description:
It was reported that while in the operating room for a replacement procedure, contact 3 on the lead appeared to be tattered and damaged. It was stated that the lead was still used and after everything was connected, the impedances were found to be within the normal range. It was noted that contact 3 looked damaged, but not healthcare provider or patient complaint had been made. It was assumed that because the lead and extension connection point was in the patient¿s neck, ¿contact 3 may have been damaged as this had slipped over time.¿ additional information received reported that the patient was receiving effective therapy. Additional information received reported that the healthcare provider had ¿taken scar tissue and rust off of contact 0, as tissue had come through the top of the boot.¿ it was noted that, as stated previously, the impedances were ¿good for all of the contacts when tested with the new extension.¿

Manufacturer narrative:
Concomitant products: product ID: 3387-40, lot# j0107926v, implanted: (B)(6) 200, explanted: (B)(6) 2014, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).